Event description:
It was reported that noise and myopotential oversensing resulting in oversensing and pacing inhibition was observed on the right ventricular channel. Provocation testing was performed, and the event was reproducible. The patient is pacemaker dependent but did not experience any consequences. The device was reprogrammed to resolve the event and the patient was in stable condition.